Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a surgical procedure on an unk date. Many years after perineal surgery, the pt had to have a surgical needle extracted from soft tissue. The pt had other surgical procedures before, like cesarean delivery and episiotomy, and the surgeon opines that the needle was probably left there before the perineal procedure. When it was removed, the material had the aspect of a "decomposition" process.